Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient alleged that the device was responsible for a post-operative infection and necessitated a subsequent reoperation. The patient is experiencing (B)(6), e. Coli, and actinomyces infections. The surgery was originally performed in (B)(6) 2010. A reoperation was performed about a month prior to this report to address issues with the mesh. Two months of intravenous (IV) infusion was required and it was reported that the patient almost died. A follow-up procedure was performed. The reoperation almost resulted in a colostomy, and permanent nerve damage may be present. These complications are attributed to the multiple infections. The mesh was alleged to have broken down into pieces and shrunk. The surgeon attempted to remove all of the pieces of the mesh during the procedure, but it is unknown if all were removed successfully.